Event description:
Medtronic received information that this hollow fiber oxygenator exhibited high pressure (400-450mmhg) after 20 minutes of use. Tca trombine clotting was normal, and oxygenation remained acceptable. The device was removed from the circuit, which took approximately two minutes to complete, and replaced with a similar device. This device, however, also exhibited similar high pressure measurements, and needed to be changed out. The decision was made to change out the device with a different model, which also took two minutes to complete. Pressures remained stable with use of the third device. No adverse patient effects were reported.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: visual inspection shows the device had been used. The device was decontaminated for 8 hours, which removed the staining in the fiber bundle. The device was then run with fluid at 7 l/min with 14 psi back pressure for 30 minutes. No external leaks to atmosphere were noted during run. The device was then passed to the blood lab for performance testing. The device was run with blood at 7 l/min, transfer results are as followed: o2 xferc was 393 mm/hg, typical results for a previously run, non-coated is 355 mm/hg minimum. Co2 xferc was 292 mm/hg, typical results for a previously run, non-coated oxy is 258 mm/hg minimum. Blood side pressure drop was 112 mm/hg, specifications states that this should be less than or equal to 124 mm/hg. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: the exact cause of the event could not be determined as the product performed normally during testing. The device was changed out with no reported adverse patient effects.